Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device electrogram (egm) data, as reviewed remotely, had a "bad" recording. The egm was secondarily reviewed and it was noted to be consistent with a dying heart rhythm. It was also reported that an alert was triggered for the right ventricular lead due to high-rate non-sustained episodes and sensing integrity counts. A healthcare professional will contact a patient family member, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.